Event description:
It was reported that the patient was experiencing increased charging difficulty and eventually the ipg became nonfunctional. The patients underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.